Manufacturer narrative:
The 60-7550-120 esu 7550 was returned to conmed for evaluation of customer report "caught fire during surgery." The evaluation testing could not duplicate the reported failure. The device was recalibrated and tested per sp607500 to pass all requirements. The reported fire event could not be confirmed. This device was manufactured 3-oct-2016. A 2-year history revealed that there has been only this complaint related to this failure mode and product. To date there have been no other adverse events reported. During this same 2-year time frame, (B)(4) units of this device family were sold worldwide, making the occurrence rate for this failure mode 0.4 percent. The conmed system 7550 electrosurgical generator with argon beam coagulation, in conjunction with connected accessories, is intended to produce high-frequency electrical energy for the controlled destruction of tissue. There are many warnings throughout the system 7550 operator's manual; however, the most important warning regarding this device is stated as follows: "safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood, and followed in order to ensure the safe and effective use of this equipment.

Event description:
As reported by the user facility, during an unknown procedure the esu caught fire. There was no patient injury and the procedure was completed. Multiple attempts were made to gather more information on this incident. To date no further information has been received. This report is being filed based on the potential for injury with recurrence.

Manufacturer narrative:
Corrections: date of manufacture: 06/19/2007. The unit was approximately 9 years and 6 months of age at time of reported event.